Event description:
During a remote follow up, episodes of oversensing were observed on the device. Technical support was contacted and confirmed the episodes of oversensing. Technical support recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.